Event description:
Medtronic received information that during the implant of a 26mm transcatheter bioprosthetic valve, the valve dislodged into the asc ending aorta after detaching from the delivery catheter system. An attempt was made to implant a second valve (29mm), but it also dislodged into the ascending aorta after detaching from the delivery catheter system. It was reported that the dislodgements occurred due to the patient's anatomy. This valve (29mm) was implanted but resulted in severe paravalvular leak. Four days post implant, all three valves were explanted and replaced with a non-medtronic surgical aortic valve. No other adverse patient effects were reported

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Without return of the product, and with the limited information available, a definitive conclusion could not be drawn regarding the clinical observation.

Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.